Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported the patient experienced a pocket infection and erosion. The patient¿s system including the implantable cardioverter defibrillator and the leads were explanted and replaced with another system on the opposite side. The patient is now stable.